Manufacturer narrative:
The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the automatic safety system of a bd ultrasafe passive x-series needle guard syringe did not trigger after injection and the needle did not retract. There was no report of injury or medical intervention.

Manufacturer narrative:
Results: a sample is not available for evaluation. As part of a no sample investigation, 25 retention samples were evaluated for safety mechanism failure; 10 units were tested by activation cycle and 15 units were tested by manual triggering. All samples passed testing, reached lock-out position after activation, and did not show any safety device issues. A review of the device history record revealed no irregularities or non-conformances during the manufacture of the reported lot # 5308093. A manufacturing process review showed no issues with spring formation, device assembly, packaging, raw material incoming inspection, in process inspection (100% automated primary function test, controlled trigger test, activation cycle test), or final inspection. Conclusion: without a sample, an absolute root cause for this incident cannot be determined. No issues were observed with retention sample testing or found within the device history record and manufacturing process reviews.